Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) being hot and emitting sparks and smoke was not confirmed; however, electrically damaged printed circuit board (pcb) components were confirmed. The ubc (serial #: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested. The system did not power on. It was determined that the main pcb was the issue as electrically damaged components were observed. The main pcb was replaced, and the unit underwent preventative maintenance. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the ubc (serial #: (B)(6)) and the ubc was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (doc. #(B)(4), rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ubc instructions for use states "to avoid the risk of electrical shock, plug the battery charger into a properly tested and grounded ac electrical power outlet that is dedicated to battery charger use". "Keep the battery charger dry and away from water or liquid". The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer's investigation is complete.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate universal battery charger (ubc) got hot. There had been sparks and smoke.